Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the lead was not able to go into the battery so the battery was never used. The rep noted there was no environmental, external, or patient factor that may have led or contributed to the issue. The rep noted a new battery was used and the issues resolved at the time of the report. The patient was list as alive with no injuries at the time of the report. The indication for use is unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2017-mar-06. The rep stated that the lead was not able to go through the battery so the battery was not used. The battery was returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the cause of the inability to insert the lead was not determined. The rep noted the implantable neurostimulator (ins) will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #(B)(4)) found no significant anomaly and that the setscrew was backed out too far. A lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead and found to be within specifications.